Event description:
On (B)(6) 2014, the rptr stated that they are troubleshooting erroneous troponin results on both of the architect ci8200s. Specimen integrity was inconsistent in the lithium heparin tubes. Last sunday, 3 tubes had this issue. The rptr stated that they have not been able to narrow down the collection issues with any one phlebotomist or nurse. The statspin 4 centrifuges were performing according to specifications. Rpms are over 5000 in 3 mins and spin for 5 mins. The substance floating on the plasma has been seen in both the 4.0ml, non-sst lithium heparin tube (B)(4) as well as the 4.5mlpst gel/lithium heparin tube. Add'l info rec'd via e-mail on (B)(6) 2014, the rptr stated that the pt had an unnecessary heart catheter. The pt was retested and the troponin was normal. The pt did fine with the procedure and has not had any adverse outcome related to the catheter.

Manufacturer narrative:
A sample was rec'd and in the process of being evaluated. Once the eval is complete, the info will be sent as a supplemental.